Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker. The numbers were not ramping on their own or the scroll bar was moving with no input.

Event description:
It was reported that the customer received a button error alarm on the insulin pump during a bolus delivery attempt, after the numbers on the pump were scrolling on their own. Her blood glucose level was 375 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.